Event description:
The account alleged the brakes were not holding on this bed.

Manufacturer narrative:
The hill-rom field tech replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.